Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 35-265 mg/dl at the time of the incident. The customer was treated with glucagon. Insulin pump had cracks on its body and button issues. Insulin pump was rewinding slower and louder. The device will not be returned for analysis.